Event description:
The company was informed that there was drainage at the pt's implant site. The pt's internal device was explanted due to infection. The pt also had a hematoma that was drained. The pt has a medical history of anticoagulation therapy and thin skin flap. There are no plans to reimplant due to difficulties with skin flap issues.